Event description:
It was reported on remote transmission there was a loss of telemetry with the pacemaker on the magnet and non-magnet strips. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.